Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced hyperglycemia due to a leakage issue event on (B)(6) 2026. The infusion sets was leaking at the insertion site and the blood glucose level was 300mg/dl and patient was treated using the pump. The infusion set had been in use for twenty four hours. No further information available.